Manufacturer narrative:
In a review of all available information, there is no allegation against the design or manufacturing of this device. This event was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged the bond of the implants to the bone. However, this cannot be confirmed because the component was not returned for evaluation. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient who was originally implanted for a right total knee arthroplasty on (B)(6) 2010 and was previously revised on 09/15/2014 for right tibial loosening and was revised on an unknown date for an unknown reason. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00926.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to tibial loosening.